Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining alleged inaccurate high readings in "the 400 range and 489 mg/dl" with the subject meter on (B)(6) 2013 at midnight. The patient manages his diabetes with insulin. In response to the elevated result, the patient claimed he administered an increased dose of insulin (6 units of novolog insulin) and one hour later developed "low blood sugar symptoms." The patient stated he treated himself with food and/or drink in response to the low blood glucose excursion. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.